Manufacturer narrative:
Product event summary: the patient data files were returned and analyzed; however, the patient files were in text format. In conclusion, the reported issue of the temperature decreasing rapidly was unable to be confirmed through device data analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of a balloon catheter, abnormal temperatures ranging from -50 to -70 were observed. The temperature changes were described as both sudden and gradual at different times. Ablations were unable to be performed in the left veins due to proximity to esophagus. The electrical umbilical cable and auto connection box were replaced and the temperature appeared more normal. The physician decided not to replace the balloon catheter and switched to radiofrequency (rf). The case was completed with radiofrequency. No patient complications have been reported as a result of this event.